Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 112 mg/dl. The customer already reported a previous motor error alarm. The customer was unsure if the pump was exposed to high magnetic field. The customer works as a flight attendant and goes through security at the airports. The pump passed the displacement test. Troubleshooting was able to resolve the issue. The device was not returned for analysis.